Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot peh221, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. B1 - additional information was received that this device was not involved in this event. This medwatch report is voided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2019-91078, 2210968-2019-91079, 2210968-2019-91080, 2210968-2019-91081 and 2210968-2019-91082.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(4) 2019 and a barbed suture was used. During the procedure, the suture thread broke after passing 2 to 3 stitches in the tissue or before finishing the suture line. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.